Event description:
It was reported that after a da-vinci assisted total gastrectomy surgical procedure, the patient developed a small lesion which resulted in leakage complications. This issue was reported after transecting the stomach with a sureform 60 stapler and blue reload. The procedure was completed with the same sureform 60 stapler instrument. No fragments were reported to have fallen in the patient. The following information is unknown: the cause of the lesion and what medical intervention was rendered due to the complications. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler logs was attempted. However, a search of the logs did not return any results aligned with the product information and event date provided. A review of an image provided by the customer was conducted. The image showed gauze on the left of the image, a grasper towards the bottom, and tissue throughout. A polymer clip and a couple loose staples are slightly visible in the center of the image. A root cause of the reported event could not be determined based on the image received.